Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR report # 3006705815-2019-01219. It was reported that patient underwent a lead revision on (B)(6) 2019 to obtain better coverage in the feet, the leads were moved from t9 to t10. Postoperatively, patient had effective therapy and increased stimulation in the feet.

Event description:
Device 1 of 2: reference MFR report # 3006705815-2019-01219.